Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and indicating that the image with respin was accurate.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported imprecision could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, an inaccuracy was observed following an image acquisition. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and indicating that there were eight people in the or when the first image acquisition was performed.